Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. H3 investigation summary: the product was returned to ethicon for evaluation. One empty foil, one folder packaging with suture, and a needle were received for analysis. Product code: nw9332. Upon visual assessment of the winding former, it was noted that the suture was broken in several pieces since has begun with the process of degradation. In addition, the time of exposure of sutures to the environment could not be determined. The foil was visually inspected, and excessive wrinkles and holes in the cavity were observed. The reported event is confirmed. Due to the damages found on the packaging, this condition may have occurred due to improper handling. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional information was requested, and the following was obtained via: what was the name of the procedure? Unknown. What was the procedure date? On (B)(6) 2024. What is the lot number? Nw9332-t1002 & t1001, nw9237-t0005. When was the suture broke (in the package, during removal from package, during handling prior to use on patient or during use on the patient) during removal from package. Device return status? With me. Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq)? (B)(6).

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2024 and suture was used. During the procedure, suture breakage. There were no adverse consequences reported. Additional information was requested.